Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricle lead exhibited low pacing impedance episode. Patient presented in-clinic for further review. The lead was evaluated and the low impedance reading was unable to be reproduced. No intervention was performed. Patient was stable.